Event description:
Per the clinic, the patient developed swelling and infection at the implant site post implantation, which delayed switch-on. Subsequently, the patient was hospitalized for 4 days (date not reported) and was treated with antibiotics (type not reported); however, the issue did not resolve. The patient's device was explanted on (B)(6) 2026. It is unknown whether there are plans to reimplant the patient as of the date of this report.